Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the urgent presentation of the type iiia endoleak with complete component separation and a secondary endovascular procedure events were confirmed. The type iiia endoleak with complete component separation was most likely an aortic remodeling and is anatomy related. A pre-existing left renal artery stent during the initial index procedure was an off-IFU case, however it is not likely the contributing factor for the reported event. Procedure related harms for this event could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix. Corrections: h6: method remove 3233 h6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and an intuitrak powerfit aortic extension. Approximately 9.5 years post initial procedure, the patient presented to the emergency room with abdominal pain. Computerized tomography scan showed a type iiia endoleak with less than 5mm of overlap remaining between bifurcated stent graft and the powerfit aortic extension. Successful re-intervention was performed with implant of an afx vela infrarenal bridging the previously implanted devices. Patient did well during and post procedure.